Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery. The device is not available for analysis. This report is filed january 8, 2014. Device not available for analysis.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted (date not reported). The patient was reimplanted with a new device on (B)(6), 2010.

Manufacturer narrative:
(B)(4): device not received by manufacturer.